Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient was charging too often. The rep reported that patient was having to recharge 2 times a day. The rep reported that the patient was using evolve programming at 6.5 ma. It was noted that the patient¿s implant was too low to check the energy use. The rep reported that they did decrease the patient¿s programming to 500 hz in hopes of allowing the patient to go longer between recharge sessions. The rep also reported that the patient went from 10-20% recharge level after an hour today; recharge data showed that the patient recharged today 10-30% in 19 minutes and then another session with 10-20% in 9 minutes which was normal. The rep mentioned another session that was from 40-100% in 48 minutes with excellent coupling which was normal as well. No data showed that the patient recharged from 10-20% in an hour. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. It was stated the cause of the patient charging 2 times a day was not determined, and the issue of charging 2 times a day had been resolved. No further complication and no symptoms were reported.